Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region 8#, its non-osseointegration was observed. Moreover, the patient presented insufficient bone quantity/quality (bone type iii) and trauma over the implant has occurred.